Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the controller ac adapter (cac303484) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event may be attributed, but not limited, to handling of the device, improper assembly, and/or damage to the clamp assembly. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an out of the box failure on the cac adapter. The adapter was very difficult to assemble and the clamp seemed to be misaligned. The adapter will be replaced in the future and there was no patient involvement.